Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl536r - shaft compl.d:10mm l:370mm. According to the complaint description, the shaft detached. After replacing the cartridge magazine, the handle could no longer be opened and closed, and the handle can no longer be gripped. After that, the shaft part fell out of the handle. An additional medical intervention was required. The surgery was "cancelled". Additional details have been requested. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4) (9610612-2022-00341) - pl536r. (B)(4) (9610612-2022-00339) - pl579t. Involved component: pl520r/challenger ti-p handle - lot unknown ((B)(4)).

Event description:
Update: this materials pl536r and pl579t are now considered to be involved components. And pl520r is now considered to be a leading material. Associated medwatch report: 9610612-2024-00038 - pl520r (internal aesculap ag ref. No. (B)(4)). Involved components: pl536r (internal aesculap ag ref. No. (B)(4); (9610612-2022-00341)). Pl579t (internal aesculap ag ref. No. (B)(4); (9610612-2022-00339)).

Manufacturer narrative:
Investigation results: visual inspection: pl520r: the threaded area of the screw handle which is connected with the star wheel is broken. The broken-off part of the threaded area can be found inside the star wheel. The grub screw, which is screwed inside the threaded area and needed to fixate the star wheel is visible due to the breakage. The handle is laser marked with "ats", which indicates that it was at least once sent in for repair. It is also laser marked with the recommended maintenance date 2023-07. The breakage may have occurred because the instrument was used as lever or by letting it drop during transport. Pl579t: the housing of the clip cassette shows a broken-off nose, likely caused during removal from the shaft. Five of eight clips are still contained in the clip cassette. No further anomalies like a clip jam or deformed slider sheet was noted. Pl536r: no anomalies noted. The shaft is laser marked with "ats", which indicates that it was at least once sent in for repair. It is also laser marked with the recommended maintenance date 2022-08. Batch history review: there is no review indicated based on the fact that the affected device was repaired. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above mentioned investigation results, a definitive root cause cannot be established. It cannot be ruled out that the breakage occurred due to leverage effects or transport. Based upon the investigation results, a CAPA is not required.